Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now and power error detected. The customer's blood glucose was unknown at the time of incident. During troubleshooting found the insulin pump experienced power loss as well. The customer is not using a 620g/640g pump with software version 2.6. The insulin pump will be replaced due to multiple errors detected. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage (loaded voltage) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at electronic board 1. The pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.